Event description:
It was reported that several power on resets (por) occurred. The physician needed to enter the serial number while reprogramming the device. The device was replaced. The patient received therapy benefit after replacement.

Manufacturer narrative:
See scanned page.